Event description:
In january 2006 the lay/user patient contacted lifescan (lfs) alleging the one touch basic enhanced meter was powering off, during use. The medical affairs specialist (mas) contacted the patient to obtain and verify information. The patient reported that in january 2006 she did not test her blood glucose level as the reported meter had been powering off, during the test for about one month. On this date the patient was scheduled for pre-op laboratory work at the hospital, and her blood glucose level was tested to be 460 mg/dl. At this time the patient was experiencing symptoms such as dizziness and lightheadness. The patient received no treatment for the high blood glucose level at the hospital, and was instructed to take her normal dose of insulin. The patient's cancer surgery was cancelled and may be rescheduled after her next checkup by the visiting home health nurse. The patient takes a set amount of 70/30 insulin, 40 units in the morning and 20 units in the evening. She does not adjust her medication based on the meter readings. The patient stated she had replaced the batteries in the reported meter approximately mid-december 2005, however the meter began powering off during the test. The patient has a back up one touch enhancer meter, and also a backup one touch ultra meter. The customer care advocate determined during the troubleshooting telephone call that the patient's one touch ultra test strips were expired, the patient had replaced the batteries in the reported meter correctly and the battery contacts were in good condition. The meter, test strips and control solution were replaced. This incident is being reported, due to the meter powering off, during the test procedure for one month and she was unable to test her blood glucose levels. The patient may have delayed proper self-treatment or stopped her regular medications and then developed hyperglycemia.